Event description:
A customer reported failing gh5-c 2024 college of american pathologists (cap) survey for hemoglobin a1c on the (B)(6) g8 analyzer. The customer failed sample gh-11 with a high result of 13.5% (acceptable range 9.8% - 11.2%). All other customer samples passed, however the customer stated samples that passed, had results above the mean. The technical support specialist (tss) recommended in the future to run clinical studies on the analyzer. The customer will send cap results and chromatograms to tss for review. Tosoh quality lab passed all five proficiency samples for hemoglobin a1c. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A technical support specialist (tss) reviewed the customer's cap hemoglobin a1c results and chromatograms. The tss identified that the retention time (rt) were all on the low end and some chromatograms showed hbe suspected flags. The tss discussed the review findings with the customer and the customer was unaware of what to do when flags are present nor what the rt should be. The tss reviewed the operator's manual and highlighted the target rt as 0.59 minutes. The tss stressed that the falsely high results were caused erroneously by the low rt. The customer corrected the rt and reran the cap samples with results within acceptable range. The (B)(6) g8 analyzer is operating as expected. No further action require by technical support. The (B)(6) g8 analyzer operator's manual states the following: section 1.1 of the operators¿ manual: the tosoh automated glycohemoglobin analyzer (B)(6) software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. The software designates a hemoglobin fraction as p0x (where x is the order of the peak as it elutes from the column, starting from ¿0¿) if it does not match a defined window of retention time. To keep the peaks within their appropriate windows, it may be necessary to modify the speed at which the buffers move through the system by changing the pump flow rate. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) through the aware date. There were no similar complaints identified during the search period. In section 1.8 of operator¿s manual: interpretation of results the ideal retention time for sa1c is 0.59 minutes. The ideal retention time for a0 is 0.90 minutes. Results will not be reported if the total area (ta) is 4000 which can be seen in polycythemia. (See ¿abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However, a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator¿s manual. The most probable cause was traced to user error & lack of training: the operator was not aware of acceptable retention time (rt) range before sample processing; rt needed to be adjusted.

Manufacturer narrative:
Correction to section g4/g5 PMA/510(k)number: previously: k131580. Updated: k200904.